Manufacturer narrative:
See d1, d2, d4, h2, h4, and h11. Complaint has been evaluated and is similar to: 1644408-2021-00316; 400-04-360, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to dislocation.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.